Manufacturer narrative:
Product complaint # (B)(4). Additional information: patient asked what are next steps. Referred patient back to doctor. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Please specify? If in your possession, may we have a copy of your operative report? Do we have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported a patient underwent a micro phlebectomy on (B)(6) 2022 and topical skin adhesive was used. Starting 3 days after the procedure patient had redness, swelling, pus. Patient has been on 2 rounds of antibiotics. Dermatologist has removed what appears to be pieces of adhesive from the wound. Patient feels additional product may still be in wound. Additional information has been requested.